Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode. There were no broken, frayed, loose, or damaged cables found. An additional observation not reported by site was that the instrument's main tube exhibited scratch marks/abrasions. The distal end of main tube had various scratch marks with light material removal. The scratches were .077 - .236 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the permanent cautery spatula instrument had broken internal cables. The initial reporter was unable to provide additional information. Intuitive surgical, inc. (Isi) contacted the user facility to obtain more information about the complaint but was not able to obtain any details.